Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with pelvic organ prolapse (pop), stress urinary incontinence (sui), hypermobile urethra, and hematuria and was implanted with an advantage sling device on (B)(6) 2005. As reported by the patient's attorney, the patient underwent an additional advantage sling implantation on (B)(6) 2005 due to a diagnosis of genuine sui with a history of two previous slings with failure. Boston scientific has been unable to obtain additional information regarding the event to date.